Event description:
Updated summary: customer reported having high blood glucose value of 304mg/dl in the morning several hours after eating berries and yogurt. Customer already had 3.1u of active insulin in her body so pump gave 0.1u more. At 12pm, her blood glucose value was 337mg/dl, so she took 4u of insulin through a syringe and went to the emergency room. The hospital did not treat her as her blood glucose was 194mg/dl and her endocrinologist advised her she had an appointment tomorrow morning, so she left the emergency room and went home. Customer had trace ketones. Customer did not change site per IFU. Set cannula was bent. Customer said she had inserted sets into abdomen for about 40 years. Helpline discussed possible scar tissue and recommended customer choose a new site. Pump time was behind by 3 minutes. Helpline assisted with correcting the time. Troubleshooting was done for the high and declined for the bent cannula. Pump was used within 48 hours of the high. Smartguard was used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 194 mg/dl at the time of the event and reported the infusion set cannula was bent. The customer reported hyperglycemia was treated with manual injection and insulin pump during emergency room visit. The event involved products mmt-1884l, mmt-397a, mmt-332a, and mmt-7040a. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature. It was found that the that the customer experienced the insulin pump in use leading up to the hospitalization. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884l. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.